Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms. Evaluation was unable to reproduce or observe the reported symptom but did observe a clean load point # 2 at power up. Evaluation confirmed the reported symptom "failed upstream occlusion test" through causality of cracks found on the ultrasonic sensor tail pins and therefore the upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.